Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The final quality release criteria were met before this batch was released for distribution. The analysis results found that the device (b) was returned in good condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria were met before this batch was released for distribution. Device b additional information: batch # g9ld5c expiration date: 09/2015 manufacturing date: 10/2010 (B)(4) leak test failure. The analysis results found that the device (c) was received inside its original package. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # g9lc03 expiration date: 09/2015 manufacturing date: 10/2010 (B)(4) leak test failure. The analysis results found that the device (d) was returned inside its original package. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device d additional information: batch # g9lc53 expiration date: 09/2015 manufacturing date: 10/2010 (B)(4) leak test failure. The analysis results found that the device (e) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. Device e additional information: batch # g9ld5c expiration date: 09/2015 manufacturing date: 10/2010 (B)(4).

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, abdominal air leaked and the device could not keep the abdominal cavity insufflated. Another device was used to complete the case. There were no adverse consequences to the patient.